Event description:
Follow-up information revealed the patient's ipg was explanted and replaced. Reportedly, effective therapy was restored post-operative.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable. Multiple attempts were made to connect to the ipg but the issue persisted. Patient had underwent an unrelated surgery where the ipg was placed into surgery mode. However, the ipg was never taken out of surgery mode. Patient had also mentioned experiencing a fall in (B)(6) 2018 which may have resulted in the ipg tilting of flipping in the pocket. Surgical intervention may be undertaken at a later date to resolve the issue.